Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during a transcatheter aortic valve replacement case, the 29mm commander delivery system balloon ruptured towards the tail end of valve deployment. The aortic complex was quite calcified. There was no pvl or gradient across the valve on echo. There was no difficulty removing the delivery system. No post dilation was needed. The patient was doing great.

Manufacturer narrative:
Updated h6-type of investigation, investigation findings, investigation conclusions. The returned device was evaluated, and the following was observed: radial and longitudinal burst was observed in the inflation balloon, expands from working length to proximal shoulder of inflation balloon. No other abnormalities were noted. The inflation balloon single wall thickness was measured along the edges of the burst location. All measurements taken of the balloon single-wall thickness met the specification. The complaint for delivery system balloon burst was confirmed by visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on transcatheter heart valve delivery systems are subject to increased risk of burst in a calcified landing zone. As per report, "the aortic complex was quite calcified". Per provided imagery, calcification was observed within the patient's aortic leaflets. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.